Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. A 2.5mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, the balloon delivery catheter fractured while the balloon was being delivered. The procedure was completed with another of same device. There were no patient complications.